Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: the device related to the reported event of rupture was received on (B)(6) 2022 with lot number 2666408. Based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the radius side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture. Device has been removed and replaced.